Event description:
It was reported that a trident hemispherical shell was revised by the surgeon. He had observed on x-ray exposure the reactive line around the bone screw and upon exposure determined the shell was loose. He removed and prepared the socket for 52 mm psl trident shell with mdm liner and insert. Upon placement he closed the wound and incision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a trident hemispherical shell was revised by the surgeon. He had observed on x-ray exposure the reactive line around the bone screw and upon exposure determined the shell was loose. He removed and prepared the socket for 52mm psl trident shell with mdm liner and insert. Upon placement he closed the wound and incision.

Manufacturer narrative:
The event was not confirmed as no product was returned for inspection and as no product was returned for inspection. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events regarding this lot ID. The exact cause of the event could not be determined because no patient medical records were provided for review. Based on the information provided at the time of the investigation, it is believed the devices were manufactured to specification.